Event description:
The pt underwent a bilateral tubal ligation in 1995. Fascia and skin closed with absorbable suture. In 1995 there was a "slight infection" around the skin suture. The suture was removed at this time. No further complications. In 1995 wound reported to have healed well.